Event description:
On 12/11/2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 12/9/2024. The cds reviewed the user's ilet data with their healthcare provider (hcp) and it was observed that the user paused their pump or ran out of insulin for multiple extended periods on (B)(6) 2024, with no insulin infusion for over 24 hours. Additionally, a failed convatec inset (23", 6mm) teflon infusion set site was suspected as a contributing factor. In response, the hcp and cds agreed to switch the user to convatec contact detach (23", 6mm) steel infusion sets. The user was contacted by their hcp to discuss the importance of maintaining insulin levels in the pump and the transition to the new infusion sets. On (B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. The user reported experiencing bg levels over 500 mg/dl for approximately three days. They utilized back-up therapy by administering 10 units of insulin every two hours and tested for ketones, which were at trace levels. The user went to the ER on (B)(6) 2024 and was admitted overnight for observation, receiving an insulin IV drip for treatment. They were released the following morning, on (B)(6) 2024. Immediate health effects included dka symptoms. The user's bg levels are now back in range, and they resumed using the ilet device. A dexcom g7 continuous glucose monitor (cgm) was being used during this event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.